Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic appendectomy, at the first firing, when the device was set up then the tissue was clamped and the green firing button was pushed, the status indicators did not flash green and the cartridge indicator flashed. Re-opened the jaws, re-clamped the tissue and green button was pushed then the firing was completed without a problem. After firing, when unloading the cartridge, the blue and silver button were pushed at the same time, however, the jaws did not return to the neutral position. The device did not react even though every button was pushed. The device was brought to the unclean field, removed the device and reinserted the same battery then reset the device. The device reacted and could remove the cartridge from the adapter. At night, the device in question was checked. The device was set up with no problem and could fire a demonstration cartridge. It also showed the procedure remaining was two. For confirmation, the device was setup again. The adapter was connected to the handle, however, the calibration stopped halfway. The handle and the adapter indicators illuminated green and the status indicators illuminated blue. The cartridge indicator flashed green without loading the cartridge. The firing rod worked without loading the cartridge, when the blue button was pushed. There was no patient injury.